Manufacturer narrative:
Cage that was damaged in the case was returned broken in three pieces. Dimensional inspection indicates that the device was made to specification. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.

Event description:
Contact reported, the breakage of leopard cages during insertion in a 2 level tlif (l4/5, l5/s1). First cage was placed with the straight lamp. It broke when final position was obtained. About 25% of the cage was removed. The rest of the cage could not be removed. It was stable and was left in place. A second cage broke during positioning. This cage was completely removed. Another vbr device was used to complete the case. There was no adverse affect to the patient as a result of this situation. As a compromised implant was left in place a MDR is being filed to document this event.